Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event include mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no manufacturing abnormalities visually observed with the returned wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the electrode came off the tip of the wand during use. The broken piece was located in the posterior of the knee but was unable to be retrieved. The incident resulted in a surgical delay greater than one hour. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.